Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid pd effluent. The cause of peritonitis was not reported. On the same day as onset, the patient went to the emergency room due to the event and was hospitalized on the same day. On an unreported date the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). At the time of this report, the patient was recovering, and physioneal/extraneal therapies were ongoing. No additional information is available.